Event description:
Pt's ot ii meter would not turn on. Spouse stated that pt was feeling terrible the time the meter would not turn on so spouse had to bring pt to the doctor's office. Spouse did not report that pt's blood sugar was tested at the doctor's office but pt was treated with lantus insulin. At one point pt went to the pharmacy and tested, obtaining a reading of 300 mg/dl. The issue with the meter was not resolved. The meter has been replaced.